Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone device with 6fr sheath and 0.014 spider fx during treatment of a calcified/fibrous lesion in the patient¿s mid superficial femoral artery (sfa). Slight vessel tortuosity and moderate calcification are reported. IFU was followed. No resistance was encountered. It is reported that the tip of the device broke off distal to the cutter. Under fluoroscopy, physician noticed something unusual and thought they observed separation under fluoroscopy, but could not confirm it. The device was removed. When pulling cleaning device back tip broke off outside of patient on table. No damaged components needed to be retrieved from the patient. The area was ballooned and the spider fx filter was removed. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the hawkone was returned to medtronic investigation lab for evaluation along with the cutter driver. No other ancillary devices were included. An inspection of the hawkone found the distal assembly fractured off . The length of the fractured distal assembly was approximately 6cm. The fracture location was at the proximal edge of the coiled segment of the housing and distal to the anchor pockets. The tecothane remained intact remained bonded to the distal portion. The tecothane showed rounded edges at the proximal area. It was observed the coiled housing was stretched out proximally and exposed outside of the tecothane. The guide wire tubing showed no damage indicated guide wire interaction. The proximal segment of the hawkone showed the fracture occurred while distal assembly was loaded inside the distal flush tool. The proximal segment could not be advanced out of the distal flush tool. The distal flush tool was cracked open using a pliers. The fractured face was ductile in nature. Image review: cine image and a photo of the hawkone outside of the patient was received for evaluation. The cine showed the hawkone distal assembly inserted the vessel with the cutter advanced within the housing. There was no sign of damage to the hawkone. The housing remained intact. A photo of the hawkone distal assembly detached from the area of the cutter window (distal anchor pockets) was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.